Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received to date, for this complaint report. Therefore, visual inspection or functional testing could not be conducted. Without a sample, it cannot be determined, if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established, as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken for this occurrence, as the root cause is unknown. And a sample was not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the cassette leaked during priming. The product was replaced with another one. There was no patient involvement.